Manufacturer narrative:
Risk of infection is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, are discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant one is: "infection or erosion of silicone block requiring removal." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists infection as an anticipated adverse event. Within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. Infection is also listed in the instructions for use. No medical records or specific information was provided for the patient, therefore, no analysis of records could be completed or contact information to obtain additional information pertaining to the event. The device lot number was not provided; therefore, a device history record review could not be performed.

Event description:
The medwatch report ((B)(6)) was submitted to the FDA on 04/22/2021 by a nurse. The nurse claims that a patient was admitted to the hospital for penile prothesis wound infection and explant on (B)(6) 2021.